Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that their insulin cartridge was leaking and that the connectors were not fitting correctly. The patient reported that the connectors were difficult to turn and was unsure which component was defective. The patient identified the cartridge and connector lot numbers involved and expressed concern about potentially running out of supplies before the next scheduled shipment. The patient planned to replace the cartridge and connectors using components from a different lot. The patient was advised that replacement cartridges and connectors would be sent with expedited shipping. The patient reported that blood glucose levels were affected, with a highest reported value of 222 mg/dl, which remained above target range for approximately 20 minutes. No device alerts for prolonged elevated glucose were reported. The patient did not use backup insulin therapy, did not perform ketone testing, and reported no recent steroid use, professional medical intervention, or need for additional assistance. No immediate adverse health effects were experienced during the event. Follow-up communication indicated that the patient¿s blood glucose levels returned to within range. Additional clarification confirmed that the patient was performing supply changes inside the device prior to connecting the connector. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.